Manufacturer narrative:
Na.

Event description:
While performing troubleshooting on the analyzer, the customer was placing the rinse mechanism back onto the analyzer and cut her finger on one of the rinse nozzles. The cut was a small divot on the backside of her right index finger. The customer visited the ER and the doctor looked her finger. The customer consulted with an infectious disease doctor and was placed on an exposure protocol for infectious diseases. Blood was drawn for testing for (B)(6). The customer was given one dose of "anti-retro virus (pill)". The infectious disease doctor stopped any further medication as he deemed it not needed. The customer states she felt good and was fine. The customer was wearing a laboratory coat and gloves at the time of the event.

Manufacturer narrative:
The customer was performing troubleshooting of a rinse mechanism alarm and had removed the mechanism to check each nozzle to make sure they were springing down as they should. The remedy for this alarm is provided in the operator's manual. The operator's manual instructs the customer to "reset" and "contact service representative, if the alarm recurs." The onscreen instructions to remedy the alarm also indicate to "reset" and "contact service representative, if the alarm recurs." The customer should not have performed the troubleshooting activities they were performing at the time of the event. The operator's manual also instructs users to take precautions when performing activities in areas, such as this, which may have sharp objects. The customer will be informed of the outcome of this investigation and reminded to only perform troubleshooting in accordance with the operator's manual and to call technical service when instructed.